Event description:
I started having carpal tunnel symptoms on both hands, a lot of pain, numbness and tingling in both arms. Restless leg symptoms, dizziness, and now I have a cyst in my right ovary, also very heavy menstrual periods that I've had to go to emergency.